Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no vibration on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported vibration alerts were not functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) door is broken. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing was performed and the test failed, confirming the reported event of no vibration. The root cause was determined to be a defective vibrate motor.